Event description:
It was reported that the patient had frequent low power advisory alarms while on charged batteries. The system controller was exchanged, and no further issues were reported.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d6a: date of implant is not applicable for heartmate 3 system controller. Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via analysis of the submitted log files. The heartmate 3 system controller (B)(6) was not returned for analysis. The submitted controller event log file contained data spanning approximately 1 day (B)(6) 2023 per the timestamp). The log file captured intermittent low voltage advisory alarms active while connected to battery power due to the rsoc voltage in the white power cable atypically fluctuating and dropping below the minimum voltage threshold. The alarms would resolve on their own when the rsoc voltage would restore back to their expected voltage threshold; however, they would reappear sporadically. Pump operation was not affected by the alarms. Provided information stated that no further issues have been reported after exchanging the controller and no product will be returning for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarm conditions, and the actions to take if the alarms do not resolve. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself. No further information was provided. The manufacturer is closing the file on this event.